Event description:
New information received noted another instance of non-sustained rv oversensing due to post-paced t-wave oversensing via review of remote transmission. The patient was asymptomatic. The recommended reprogramming was made.

Event description:
It was reported that via merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.